Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the right atrial lead revision procedure, the left ventricular lead was dislodged and could not be repositioned. The lead was explanted and replaced. The patient was stable after the procedure.